Event description:
The one touch basic enhanced meter was reading inaccurately erratic. A pt reported blood glucose results of 26 mg/dl and 159 mg/dl with a lifescan meter, performed within 10 minutes of each other. However, during troubleshooting, it was discovered that the pt was not cleaning the meter according to the owner's manual. The test strips were in good condition and within the expiration date. The pt was walked through two consecutive control solution tests and the results fell outside the specified range. This complaint is reported as an MDR due to two consecutive control solution tests failing. A replacement meter, control solution, and test strips were sent to the lay user/patient.